Event description:
It was reported that a balloon rupture occurred. On an unspecified date about seven years ago, a non-boston scientific stent was implanted. In (B)(6) 2023, in stent restenosis was noted in the 95% stenosed target lesion located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was inflated three times for 6atm, 10atm and 12 atm for 30 seconds each inflation. However, the balloon ruptured at the distal part. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications, and the patient is in good condition after the procedure.